Manufacturer narrative:
(B)(4). The device was manufactured august 8, 2014 ¿ august 9, 2014. The device was received for evaluation. Visual inspection revealed a brown particle approximately 0.20 square mm in size, embedded in the tubing. The cause of the condition was not determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a floating brown particle in the tubing of a large volume infusor. This was observed during priming with dextrose 5%. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). Should additional relevant information become available, a supplemental report will be submitted.